Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported, implant rupture. Diagnosed by ultrasound. Device has been explanted and replaced with a non-abbvie device. This relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: h.6.

Event description:
Physician reported implant rupture diagnosed by ultrasound. Device has been explanted and replaced with a non-abbvie device. This relates to the right side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on september 17, 2024 with lot number 1703621. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed one opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported implant rupture diagnosed by ultrasound. Device has been explanted and replaced with a non-abbvie device. This relates to the right side.